Event description:
It was reported that this was an arteriotomy closure of a heavily calcified common femoral artery using four perclose devices after a left heart catherization procedure using a 6f sheath. Reportedly, cuff misses [suture retrieval issue] occurred with the four perclose devices. A proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date. The UDI number is ¿ni¿ as the catalog number was not provided. The three perclose devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.